Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that imaging core windup could not be inspected because the rotator and imaging core assembly could not be removed from the hub due to residues. The imaging window was observed detached along with part of the distal housing. These sections were not returned for analysis. An impedance test showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm. Photos of an angiography were received, however, no evidence that could relate to the reported allegation was encountered. Device analysis revealed imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly could not be pulled out from hub due to residues. Imaging window was observed detached along with part of the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. An opticross catheter was advanced for visualization of the target lesion. After the lesion was crossed, the image was no longer visible. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable. However, returned device analysis revealed the imaging window was detached.